Event description:
Event description cpi received information that these epicardial patch leads were capped during replacement surgery. Implant testing found no energy delivered through the patches. A new implantable cardioverter defibrillator and lead were implanted.